Event description:
It was reported that during evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified as having occurred in the therapy initiated on (B)(6) 2009 16:03:13. During night drain cycle four, the patient's ultrafiltration reading was 133ml, indicating the home patient (hp) drained 115ml more than their maximum programmed fill volume of 180ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. If additional relevant information is received, a follow-up will be sent.